Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. This is the same pt/event as MFR.# 9616680-2011-00816. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
Abg11 modular stem needed to be revised because of corrosion and fretting at the neck stem taper junction. The abg11 no hole acetabular cup also needed to be revised because of osteolysis behind the cup. Revision surgery was required to remove the abg11 modular stem and abg11 cup. The event was resolved with the use of revision prosthesis. The revision surgery was completed successfully. There was an unanticipated revision surgery - the surrounding tissue had become necrosed and needed to be excised.